Manufacturer narrative:
Serious injury; intervention required. Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed in the return kit. Scratches on the outer housing of the valve was observed through the visual inspection. No significant deformations or damage were detected. Permeability test- this test has shown that the valve is permeable. Adjustment test - this is a fixed pressure valve; an adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve; a braking force and function test are not applicable. Computer-controlled test - to investigate the claim of under-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve was shown to operate within acceptable tolerances. Results - after the tests, we have dismantled the valve. Inside, we found significant build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deposits observed could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po valve was underdrained. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information. (B)(6). Associated medwatch: 3004721439-2019-00117, 3004721439-2019-00118 (this report).